Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for lead implant procedure. During the procedure, it was noted that the lead exhibited an unspecified helix issue and was unable to be fixed into the cardiac tissue. The physician elected to complete the procedure using an alternate lead on (B)(6) 2021. The patient was in stable condition.